Manufacturer narrative:
The product analysis laboratory (pal) evaluated the returned homechoice machine, and no failure or malfunction was identified, that could have caused or contributed to the reported difficulty. The cycle by cycle uf log did not contain sufficient data to determine probable cause. However, the previous therapy was aborted with a total uf of neg 1905 mls. With the initial drain alarm programmed at 0 mls there was a potential of insufficient drain due to a false empty detect causing the pt to not drain all the solution from the previously aborted therapy. The homechoice machine will be sent to the service area for refurbishment.

Event description:
During the eval of the returned homechoice machine, an overfill was discovered. In 2008, in drain 1, the ultrafiltration (uf) reading was 839 ml. The home patient's prescribed fill volume is 2400 ml. This uf indicates that during drain 1, the pt drained the fill volume plus an additional 839 ml. The total drain volume was 3239 ml, indicating an overfill. The home patient's nurse was not made aware of any symptoms experienced by the pt in relation to the overfill. The nurse informed that there was no pt injury or medical intervention associated with this report.